Event description:
It was reported the patient died in spring 2022. Further information on cause of death was not provided. No device malfunction was reported. Abbott technical support was contacted and reviewed the last session records from 09 december 2021. Analysis revealed no anomalies and the battery curve was normal. Device explant was requested for analysis. Further information was requested but is not yet available.

Event description:
Additional information received indicated it was reported the patient died on (B)(6) 2022. The patient was seen in the hospital on (B)(6) 2022 for pneumonia, acute respiratory failure, cardiogenic and sceptic shock and decided on a therapeutic drawback. The patients cause of death was due to cardiogenic and sceptic shock. It was also reported the device was previously explanted and replaced on (B)(6) 2021. The physician alleged the device did not cause or contribute to the patients death and there were no malfunctions alleged.